Event description:
A malfunction was reported. The customer's blood glucose level was recorded at 150 mg/dl, which is within the normal range. A replacement pump was sent to the customer, and the affected device was returned for inspection.